Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing with no pacing inhibition observed. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.